Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the rt125 infant bias flow breathing circuit valve had come off from the swivel elbow. It was further reported that a medical engineer inserted the valve into the swivel after the event occurred. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt125 neo bias-flow breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of the similar product is k20332. Method: the rt125 neo bias-flow breathing circuit was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: the visual inspection revealed the duckbill was inserted into the swivel and the circuit was fully functioning. We were therefore unable to confirm the reported failure mode. A lot check revealed no other complaints of this type for this lot number. Conclusion: as the device was returned fully assembled and met specifications, we were unable to determine what may have caused the reported incident. All breathing circuits are pressure and flow tested during production and those that fail are rejected. This suggests the duckbill became detached after the device was released for distribution. The rt125 user instructions state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting them to a patient. Set appropriate ventilator alarms.